Event description:
It was reported that during a morphology test conducted with wavelet one day post-implant, the wavelet scores are clearly mislead by the dual-peak waveforms on the right ventricular (rv) coil to can channel (egm2). As a result wavelet was programmed off because of this behavior. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).